Event description:
IV being primed for patient infusion in ed (emergency department). When the IV was hooked up to the patient, the IV catheter tip broke off. No known harm to patient, delay in procedure.